Manufacturer narrative:
The cause of the discordant sodium results is unknown. Siemens is investigating this issue.

Event description:
Discordant sodium results were obtained on a multiple number of patient samples on an advia 1800 instrument while quality controls were out of range. The discordant results were reported to the physician(s). The samples were repeated and had to be corrected. It is unknown on what instrument the samples were repeated on and if the repeat results were reported to the physician(s). It is unknown if there were any reports of adverse health consequences due to the discordant sodium results.